Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bilateral back fat using cooladvantage, coolcurve+ contour applicators, and to the bilateral lower abdomen using cooladvantage+, coolcore contour applicators, on (B)(6) 2018 to the bilateral anterior flanks (love handles) and bilateral posterior flanks (love handles) using cooladvantage coolcurve+ contour applicators, on (B)(6) 2018 to the bilateral upper abdomen and bilateral lower abdomen using cooladvantage+, coolcore contour, and on (B)(6) 2018 to the bilateral anterior flanks (love handles) and bilateral posterior flanks (love handles) using cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2018. Ph was described as mild epigastric induration otherwise soft in the areas diagnosed. On (B)(6) 2018, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen, love handles, and back.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the bilateral back fat using cooladvantage, coolcurve+ contour applicators, and to the bilateral lower abdomen using cooladvantage+, coolcore contour applicators, on (B)(6) 2018 to the bilateral anterior flanks (love handles) and bilateral posterior flanks (love handles) using cooladvantage coolcurve+ contour applicators, on (B)(6) 2018 to the bilateral upper abdomen and bilateral lower abdomen using cooladvantage+, coolcore contour, and on (B)(6) 2018 to the bilateral anterior flanks (love handles) and bilateral posterior flanks (love handles) using cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2018. Ph was described as mild epigastric induration otherwise soft in the areas diagnosed. On (B)(6) 2018, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen, love handles, and back.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.